Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after the implantable cardioverter-defibrillator was found in back up vvi via merlin.net. The back up was due to event queue overflow. The device was successfully restored and reprogrammed to normal settings. There was no patient consequences.